Event description:
Customer states she has been receiving excessive no delivery alarms. No blood glucose reading provided. Customer refused troubleshoot. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The device functioned properly and no physical damage noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.